Manufacturer narrative:
(B)(4). The external visual inspection revealed extruded contact pads at some electrodes. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly elected for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.